Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging a broken one touch lancing device. At 10:30 pm on (B)(6) 2012, the patient reportedly went to bed. Around 11:00 pm, the patient reportedly began to feel sweaty and shaky. She waited a half hour before deciding to test her blood glucose (bg). It was at that time that the patient noticed that the lancet holder was damaged. Immediately after attempting to test, the patient administered self-treatment by drinking orange juice. The self-treatment helped to relieve her symptoms and bring her bg level back up to normal. The patient did not report having the need to seek or receive medical intervention because of the alleged issue. The alleged issue was not resolved with troubleshooting. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that she had a one touch lancing device with a broken lancet holder. The alleged issue was not resolved with troubleshooting. There is no evidence, however, that the alleged issue contributed to the patient's injury. The patient's symptoms reportedly started before the alleged issue began.

Manufacturer narrative:
(B)(4) - device evaluation: the lancing device involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup was found broken/cracked. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.